Event description:
A malfunction on the pump was reported by the caller, who noted no significant events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.